Manufacturer narrative:
The device has been received for eval; however, device eval is not yet complete. A supplemental report will be submitted upon completion of the eval.

Event description:
The customer experienced a pump shutdown at 70% battery life. During the call with tandem technical support, the issue occured again at 55% battery life. The customer's blood glucose level was impacted (175 mg/dl), but he has insulin pens to revert to.